Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used for a procedure. According to the complainant, during the procedure, "not all the bands deployed." The case was completed with another speedband superview super 7 ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The exact event/procedure date is unknown however; on (B)(6) 2012, bsc rep (B)(4) reported that the event took place "within the last two months". The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.